Manufacturer narrative:
Concomitant medical products: concomitant device: (B)(4): interface (B)(4) response 2.0 increment, s/n (B)(4), lot 56523600 manufactured: 06/16/2008. Product evaluation: analysis results not available; no devices returned for evaluation.

Event description:
It was reported that the "old system is unreliable and increasingly not user-friendly." Additional information states that "they have had intermittent trouble with non-reliance on the device in regards to identifying the rln and stimulating it and getting a response on the machine visibly or audibly." There was no patient impact.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.